Event description:
Pt used equipment and expired. The pt expired because of the supposed inadequacy of the kaiser hospice nurse. Pt's family believes that the nurse turned off the cadd prizm pump which caused the death of the pt.